Event description:
On (B)(6) 2012, (B)(6) hospital, reported that on (B)(6) 2013 during a procedure with the hl20, prc 20-121, 2 pumps console (article number: 70102.8583, serial number: (B)(4)) they received a "em07" error message. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician tried to adjust the voltages but still had the error. They replaced the +5, +12, and -12 volt power module and still had the error. They opened the front monitor panel and tightened the voltage wires to daughter board and that solved the problem. Performed all functional and safety tests with passing results. (B)(4).